Manufacturer narrative:
Expiration date unk. (B)(4).

Event description:
Received a report where the surgeon implanted an implantable collamer lens. The lens was reported as having post-op angle closure ou, with icl exchange. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted. See MFR #2023826-2018-01303 for fellow eye.